Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4355980. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: multiple rns attempted to place 18g IV, upon attempting to retract needle with white button, needle and button are getting stuck. Lot #4355980. Multiple boxes were pulled from stock room. Clinician could have been stuck due to safety failure. (B)(6) 2025: this pir is based on several instances of needle failure. I¿m not sure the dates of the incidents are available. To my knowledge, there was no reported adverse events or injury associated with the needle failure. The concern is the increased potential for injury due to the failure.